Event description:
Patient stated that pump was giving numerous error messages daily. Patient is requesting a new pump. This required no physician or hosp intervention. Insulin injections were administered at home.